Event description:
It was reported that the device broke and was leaking, requiring intervention. This 106x12cm ekos endovascular device was selected for use in a bilateral pulmonary embolism procedure. Two catheters were placed, and the patient was brought to the intermediate care (imc) station. During treatment at the imc, the catheter broke at the luer connection on the drug port. The patient was brought back to the catheterization laboratory to replace the catheter. There were no patient complications.